Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 dec 2025 has been used as a placeholder. Investigation summary: the reported complaint of the spiros failing could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A medwatch was received with regards to a spiros closed male luer in which it was reported that spiros chamber failed, filled with drug and spilled out of spiros but did not reach the patient. There was patient involvement and no reported patient harm.